Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci, the physician was unable to advance the 3.50x16mm taxus liberte across the 90% stenosed and calcified 3.7x13mm target lesion located in the severely tortuous left circumflex artery. Three attempts were made to cross the lesion with the 3.5x16mm taxus liberte stent. Upon removal of the device, it was noted that a stent strut had lifted. No withdrawal resistance was met while removing the device. The procedure was completed with angioplasty using an unspecified balloon. No patient complications occurred and the patient condition was listed as "good".

Manufacturer narrative:
Pt: 18 years or older. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).